Manufacturer narrative:
Unique identifier (UDI)# (B)(4)

Event description:
The customer complained of questionable ast aspartate aminotransferase and ca2 calcium gen.2 (ca2) results for 2 patient samples tested on a cobas 6000 c (501) module. Of the data provided, the ca2 results for 1 patient sample was a reportable malfunction. The initial ca2 result was 6.2 mg/dl. The sample was repeat on same instrument with a result of 5.8 mg/dl. The sample was tested on a different instrument with a ca2 result of 8.6 mg/dl. The erroneous data was not reported outside of the laboratory. There was no adverse event. The ca2 reagent lot was 30877501 with an expiration date of 30-may-2019. The customer stated the sample was not lipemic and that it looked clear. The customer stated that ca2 qc has been acceptable. The customer did state that the evening technicians are not always checking the patient samples for fibrin and that they believe this may have been a contributing factor. The field engineering specialist was unable to find a cause. He checked the system baselines along with performing a full system inspection. All baseline checks were acceptable and the system was not contaminated. Based on the qc data provided a general reagent issue can be excluded. The customer stated that they have not been having any further issues with ca2. The investigation was unable to find a definitive root cause.